Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have lung cancer. The medical intervention was not specified. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged to have lung cancer. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The device was evaluated. Investigational observations revealed unknown white and black contamination (dust-like) at the air inlet of the blower box, light dust-like contamination on top of the blower motor and blower motor seal, black contamination cosistent with keratin at the air outlet of the blower box, black dust-like contamination in the bottom of the enclosure, excessive brown specks of contamination on the bottom of the blower box, potential mineral deposit spots on the bottom and inside of the blower motor indicating potential water ingress. Also, there was a brown fluid/water spot. A dead unknown insect was found inside the bottom enclosure. The manufacturer applied power to the device and verified the airflow. The device's downloaded logs were reviewed by manufacturer. There were no errors found. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Sections d8, d9, h2, h3, h6 were updated in this report.